Event description:
It was reported that a person using the ilet experienced recurrent post-breakfast hyperglycemia, with blood glucose rising to approximately 250 mg/dl for a few hours before stabilizing despite consistent meals and usual dosing, and troubleshooting and education were completed. Symptoms included no reported clinical manifestations. Outcomes included no reported alarms or alerts and no hospital or emergency care. Investigation included a review of user-reported history and device use to assess potential device performance or use-related factors. Investigation of this case revealed no device malfunction or component failure identified based on available information, and the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.